Manufacturer narrative:
The product was not returned for evaluation; consequently, a product evaluation was not performed. A device history review could not be performed as no lot number was provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available a definitive root cause could not be determined. However, the most likely root cause is associated with a loading error. The proper loading of the intraocular lens (iol) in accordance with the directions for use (dfu) is essential for the performance of the injector and its cartridge. Improper adherence with the dfu can lead to issues during the loading process that may result in damaged haptics. There is no additional investigation or corrective actions necessary at this time.

Manufacturer narrative:
The inserter is not available to be returned for evaluation and with no lot number information available a review of the device history record could not be performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The intraocular lens (iol) was implanted into the patient¿s left eye and removed intraoperatively due to a damaged haptic. Incision was enlarged to remove the iol, sutures placed as part of standard protocol. The capsular bag was not damaged, and there was no loss of vitreous fluid and no vitrectomy was performed. The lens was exchanged with the same model lens with a different diopter. In the physician's opinion, the likely cause of the event was that the haptic was cut. Patient reported to be doing well with no additional incidents.